Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by customer's mother, (B)(6) that there was a hospitalization due to high blood glucose. Customer's blood glucose reading is 516 mg/dl. The customer has treated with manual injection. The blood glucose reading at the time of the event was 420 mg/dl. The customer experienced stomach ache, vomiting and high blood glucose. Diagnosed with high blood glucose and ketones in blood and urine. Customer was treated with an insulin drip. Nothing further reported.